Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) was showing the error "image frame rates below recommended levels, please reconnect cable between [imaging system] and mvs and reboot mvs." Several restarts did not fix the issue. Umbilical reported as not grossly deformed but very high use. There was no patient present.

Manufacturer narrative:
The cable was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. The cable passed all continuity tests. If information is provided in the future, a supplemental report will be issued.